Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg, and as a result the ipg became inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.